Event description:
It was reported that the patient was implanted in 2012 and the "original op note" was from (B)(6) 2012. The patient came back for a strep infection on (B)(6) 2012 and the system was subsequently removed. The patient was re-implanted on (B)(6) 2012. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, serial# (B)(4), product type: lead. (B)(4).